Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose level was 295 mg/dl at the time of incident and current blood glucose level was 365 mg/dl. Customer¿s other relevant blood glucose levels were almost 300 mg/dl and 355 mg/dl. Customer took manual injection. Customer reported that the alarm did not occur during fill tubing. The customer reported that the no delivery alarm was resolved by changing reservoir. The reservoir will be returned for analysis.